Manufacturer narrative:
The reported event was confirmed cause unknown. Received (1) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted two opened (without original packaging), used silicone foley. Visual inspection of the sample noted both two-way foley catheter with balloon rupture (measuring 0.2990 on the first catheter and 0.1995 on the second catheter). Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction- d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, foley catheter bubble was leaking. Replacement was done on (B)(6) 2025. On (B)(6) 2025, the foley catheter bubble was leaking according to nurse. Per follow up information received via ibc on (B)(6) 2025, stated that there was no patient impact. And no course of treatment changed due to event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, foley catheter bubble was leaking. Replacement was done on 6 august. On 7 august, the foley catheter bubble was leaking according to nurse.